Manufacturer narrative:
The affected device was analyzed by dräger service. During the device analysis an out of tolerance power supply was determined to be the root cause of the reported issue. The power supply provides the internal power for the ventilation unit if it is switched on and connected to mains power. If the power supply fails completely, a complete power loss for the ventilation unit is the consequence. An independent audible power fail alarm is activated in order to inform the user which will be active for at least 2 minutes. The airway pressure is reduced to ambient and an emergency valve opens for spontaneous breathing in this case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device showed a black screen during use. No injury reported.